Event description:
A ventilator was returned to the manufacturer's service center for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device had evidence of contamination. The flow sensor was replaced to address the issue.